Event description:
It was reported that the hospital's power "went out" and the alaris pcu shut off. Per report the device was plugged in. Due to the event, the clinician had to reprogram to resume the infusion. There was patient involvement, but the outcome is unknown. A hospital-wide power failure occurred during a tornado watch. Upon power restoration, alaris IV pumps reported connectivity issues. The pumps displayed a red alarm with only one option: ¿system off.¿ all pumps shut down and, once restarted, were unable to retrieve previous settings. The pumps were plugged into red outlets and switched to battery backup once power returned. Around 17:05 and additional power outage occurred. Two alaris pump ¿brains¿ to shut off. Both pumps were connected to red outlets and should have remained operational on battery power. The same red alarm appeared, requiring ¿system off,¿ and the pumps could not be restored. After restarting, previous settings were again unrecoverable.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex a: a25. Annex b: b01, b14. Annex c: c19. Annex d: d14. Annex g: g07001. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported shut off was confirmed during the log review, otherwise this could not be replicated during the laboratory testing. The returned device was fully evaluated, and no anomalies were observed. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. All inspected parts were manufactured by bd. A review of the pcu error logs, as well as the pcu battery log, showed no errors or malfunctions on the reported event date: 18 june 2025. Otherwise, an error was noted on (B)(6) 2025; at 5:08 pm. The error log report recorded a malfunction with an error code 121.200.2 (comm failure). On the error log report a communication failure: psp transmit overrun, was registered. This could be relevant to the customer¿s complaint. At 5:08:22 pm the unit was disconnected from ac power (it was connected since (B)(6) 2025 at 4:40 am), the unit was connected and disconnected twice and then the pcu alarmed malfunction: error code 121.2000.2 (comm failure ¿ psp comm ss). One second later (at 5:08:23 pm) the unit was connected to ac power. There was no activity registered from 5:08:23 pm to 5:08:55 pm when the unit was powered on again. The suspect pcu was powered on in the ¿as received¿ condition, no issues or error codes were observed. Battery conditioning test performed noted no errors observed which indicates the charging circuitry is operating as expected. The device was connected to a power cycler for testing purposes. During the infusion test, the cycler was programmed to alternate between ac power (120v) for 15 minutes and dc (battery) power for the subsequent 5 minutes. Despite 24 hours of continuous testing, the reported issue could not be reproduced. The service bulletin 592a states the proper battery maintenance which includes the following: the battery should be conditioned every 12 months by qualified service personnel. Conditioning can be achieved by performing the battery conditioning test (fast or optimal conditioning). Leave the power cord connected to a hospital grade ac power source whenever available. The battery is intended as a backup system. The bd alaris system channel disconnected tip sheet states that during a channel disconnection the module has either been physically removed/detached from the system while in operation, or the bd alaris pcu has lost communication or power. The affected module(s) and the pcu must be removed from use when possible and inspected by qualified service personnel. The bd alaris user manual (v12.1), a 'channel disconnected' alarm indicates that a module has either been disconnected while in operation or has encountered a non-recoverable error. To silence the alarm and clear the message on the screen, press the 'confirm' softkey. If desired, re-attach the module, ensuring it is securely 'clicked' into place at the channel release latch. If the alarm persists, replace the module. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Note to repair center: please re-torque all screws. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the hospital's power "went out" and the alaris pcu shut off. Per report the device was plugged in. Due to the event, the clinician had to reprogram to resume the infusion. There was patient involvement, but the outcome is unknown. ¿ a hospital-wide power failure occurred during a tornado watch. ¿ upon power restoration, alaris IV pumps reported connectivity issues. ¿ the pumps displayed a red alarm with only one option: ¿system off.¿ ¿ all pumps shut down and, once restarted, were unable to retrieve previous settings. ¿ the pumps were plugged into red outlets and switched to battery backup once power returned. Around 17:05 and additional power outage occurred. Two alaris pump ¿brains¿ to shut off. ¿ both pumps were connected to red outlets and should have remained operational on battery power. ¿ the same red alarm appeared, requiring ¿system off,¿ and the pumps could not be restored. ¿ after restarting, previous settings were again unrecoverable.